Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. No information was received from customer that the device was squirting insulin out during manual prime process. It was unknown that device was dropped or bumped and condition of drive support cap was unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.